Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the min hand control button was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. The electrical traces of the hand activation buttons were found to be damaged. This resulted in the min hand activation button to be non-functional. No conclusion could be reached as to what caused the damaged to the hand activation buttons.

Event description:
It was reported that during a nephrectomy procedure, the surgeon completed almost all of the case with this device, however, approximately 30 minutes from the end the minimum button stopped working entirely. No patient consequences reported. Procedure was completed with same like device.